Event description:
It was reported that the battery level of this pacemaker displayed nine months remaining faster than expected. Sales field representative consulted with technical services (ts) who requested a device data disk for analysis. No adverse patient effects were reported. Currently, this device remains in service.